Manufacturer narrative:
This report is filed march 24, 2016.

Event description:
Per the clinic, the patient developed a cyst at the implant site which prevented use of the device. Subsequently on (B)(6) 2016, the device was found to have extruded, resulting in explantation of the device.